Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The patient reported that the pump has repeatedly emitted loss of prime warnings. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. This report is being made based on investigation results.